Manufacturer narrative:
A ge service representative performed an on site investigation. Based on information provided the following component has been ordered. Footswitch assembly. It is believed that once the identified component is replaced, the reported issue will be addressed. If any additional info is rec'd that indicates otherwise, a follow-up report will be submitted as required.

Event description:
It was reported that the 2600 system has intermittent fluoro when using the foot pedal. It was note that occcasionally they get a black image and it is frozen for several minutes then it goes live again. There was no report of pt injury.